Event description:
Literature: fritsche h, ganzer r, schlaier j, wieland w, brawanski a, lang m. Acute urinary retention in two pts after subthalamic nucleus deep brain stimulation (stn-dbs) for the treatment of advanced parkinson's disease. Mov disord. 2009; 24(10): 1553-4. Summary: this article presents information on acute urinary retention experienced by two pts following implant of stn-dbs for the treatment of advanced parkinson's disease. Reportable event: one pt experienced severely reduced bladder function after stn-dbs implant with acute urinary retention after removing the transurethral catheter on the second postoperative day. The pt had no history of surgery or anticholinergic medication. Urodynamic examination under active dbs system showed no filling sensation and no desire to void despite an instilled volume of 600ml. No detrusor activity was noted. The compliance of the bladder was normal. Due to persistent urinary retention a suprapubic catheter was placed for 8 weeks. The catheter was removed when both function and detrusor motility recovered spontaneously, controlled by uroflowmetry and exclusion of residual urine volume. The pt retuned to normal voiding function and also noted significant improvement of motor symptoms and quality of life.